Manufacturer narrative:
The sl-10 microcatheter was not returned. The coil was returned unsheathed and unprotected. Approximately 32.5 cm off the proximal end, the core wire is severely kinked. The coil's socket ring was severed at the solder point and was received with the severed end still through the detachment fiber. Normal handling of the coil caused the severed socket ring to separate from the detachment fiber. The coil's socket ring soldered section also unraveled out of the solder. The detachment fiber is intact. Note the void and the misformed distal diameter of the pet angle ring. The distal diameter's gap is not aligned with the detachment fiber. The proximal section of the coil has been stretched. Located proximally off the ball tip, the distal 4.0 cm of the coil was not stretched. Located off the distal end of the marker band, the dpu is double kinked starting between 2.4 and 2.5 em. The evidence suggests that during advancement inside the aneurysm, the final coil became anchored in the coil mass. This most likely caused the reported bunching up during advancement and the stretching of the coil during the removal. In addition, without the return of the microcatheter used in the procedure, it cannot be determined if this component contributed to the complaint event. Based on the analysis, it appears that procedural factors possibly contributed to the event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The coil started to go out of an echelon 14 microcatheter and then would not advance-bunched up as he tried to pull out it was locked and stretched. He had to pull entire system out. The patient did fine but the doctor claims that he has had another issue like this previously. He does not recall that complaint.

Manufacturer narrative:
The previous similar issue that the user did not recall is captured under (B)(4), MFR report # 1226348-2014-00394.